Manufacturer narrative:
B5: the following additional information was provided by the customer. The pump was consistently under infusing. The volume infused was out of the acceptable range when tested at 200ml flow rate. It under infused at 20ml, 50 ml and 100ml. The customer cannot get this pump to be within the specified accuracy. H10: the device was received for evaluation. During functional flow rate testing, the device did not deliver within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate testing during preventive maintenance in the biomedical service department. There was no patient involvement. No additional information is available.